Event description:
In 2005, the lay user/patient contacted lifescan alleging that his one touch ultra meter would not power on. The medical affairs specialist mailed a letter three days later since the patient could not be reached. The patient described having blurry vision and shaky hands at an unspecified date/time. He attempted to test; however, the meter would not power on. It is unknown when the patient last tested with the reported meter. He took 10 units of "fast acting insulin" and an unknown "pill." He was taken to the hospital and administered treatment intravenously. No further information was provided. The customer care agent (cca) verified that the patient was using the correct type of test strips, the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. The cca walked the patient through pressing the power button and the meter would not power on. The meter, test strips, and control solution were replaced.